Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Was this event previously reported to ethicon? What is the product code and lot number of surgicel used during the initial index procedure?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the absorbable hemostat was used. The patient experienced allergic reaction with irritation, redness, itching, swelling, rash and hives in the mammary region. It was resolved after ten days with the use of steroids and antihistamine medications. Additional information has been requested.

Manufacturer narrative:
This medwatch report is being voided as medwatch report # mwr-21092017-0000002301 contains all information regarding this event.